Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and it was reported that the cartridge was cracked. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was 124 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.